Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed, heavily calcified lesion in a moderately tortuous right coronary artery (rca). A scoring balloon was used to predilate the lesion. During oas treatment, the oad stalled, and the oad was removed. A perforation was observed on imaging. The patient's blood pressure dropped, and a code was called. Cardiopulmonary resuscitation was performed, and balloon angioplasty and stent placement were performed to resolve the perforation. Following the procedure, the patient was hospitalized and was stable. As on (B)(6) 2021, the patient had been discharged.